Event description:
It was reported by the patient that they haven't felt good since the new device implanted. They stated they felt good with the old one and they've lost 30 pounds since new implant, so something must be wrong. The physician has said the device is working fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.